Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent noise was observed on the right ventricular lead of an asymptomatic patient. The noise could not be reproduced in clinic. No changes were made and the patient would continue to be monitored.